Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and stuck on the black screen. A field service engineer replaced the communication sled board and the controller boards for full-height drawers 4 and 6. Reconfigured drawer 6. The station is fully operational, and the user successfully completed inventory for drawers 4 and 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the power switch on the rear of the unit was flipped to restart the device. After waiting approximately 30 seconds, the switch was flipped again to power it on. The handheld scanner beeped, but the unit did not power up. The screen remained black, and the scanner and printer were nonfunctional after the initial beep. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.